Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse ran precision testing in replicates of twenty, which was within acceptable range. A siemens field application service (fas) specialist proactively performed a bacterial contamination test on the instrument which was positive. The cause of a discordant, falsely elevated tni-ultra result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Manufacturer narrative:
The initial MDR 1226181-2015-00236 was filed on may 11, 2015.additional information (05/01/2015): a siemens customer service (cse) specialist was dispatched to the customer site. Based on the positive bacterial contamination testing results, the cse decontaminated the instrument. Aditionally, the cse replaced the acid and base pumps and the photomultiplier tube (pmt).

Manufacturer narrative:
The initial MDR 1226181-2015-00236 was filed on may 11, 2015. The first supplemental MDR 2432235-2015-00236_s1 was filed on may 26, 2015. Additional information (06/01/2015): the customer has not obtained any additional discordant results. The cause of a discordant, falsely elevated tni-ultra result on one patient sample is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained when run in duplicate on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on an alternate advia centaur xp instrument, resulting lower. It is unknown which repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.